Event description:
Event description boston scientific received information upon review of stored electrograms during routine follow-up, that this ventricular lead had displayed noisy signals. In addition, it was noted that the lead safety switch (lss) was triggered on the lead. Review of daily measurements indicated impedance measurements had been stable. The patient was not pacemaker dependent and was reported to be asymptomatic.